Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with worn gears in the gearbox. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information was available

Manufacturer narrative:
Evaluation summary: evaluation of the device was completed by the baxter repair technician. Inspection for the device reveled worn gears in the gearbox of the channel b pump head module. The pump head module was replaced and the device was tested by the repair technician.